Event description:
During the procedure, the handpiece would not rotate. It was swapped out with another and that handpiece would not work. The sales rep. Plugged the handpieces into another control unit and they worked. The case was cancelled rescheduled, and completed, the date is unk.